Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was unavailable, therefore no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc). The registered nurse (rn) was calling as the home patient (hp) had contacted her and stated that solution was coming out of the bottom of her homechoice. The rn stated that the hp was done with her therapy. The technical service representative (tsr) asked the rn if the clamps were open and if the hp had opened the door. The rn stated that the hp stated that there was no solution in the lines. The tsr explained that the hc would be swapped out. The rn stated she would assist with programming the new hc if needed. The tsr recommended that the hp try to take the cassette out of the hc and unplug the machine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient. When asked if she noticed anything unusual about the supplies, the patient stated that she did not, and insisted that the leak was coming from the homechoice itself. She said the "right side" was dry, and everything else was wet. She said the leak was "coming from the vent, out of the white circle." She declined to provide additional information regarding the supplies.